Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number." Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was not working and was unable to deliver medication. The following information was provided by the initial reporter: it was reported the consumer had a pen needle that was not working. The medication was not coming out and the needle was bent.   Verbatim:  the patient received teriparatide (rdna origin) injections (forteo), via a pre-filled pen, at an unknow dose and frequency, via unknown route, for unknown indication, beginning on an unknown date. On an unknown date, while on teriparatide therapy, pen that she had was not working. Medication was not coming out when she injected. Yellow was showing on the shaft and she could not press the injection button all the way. She used bd needles with a little purple cap on it and used a new needle with each injection. She set the dose by pulling out to the red stripe. She said sometimes the needle got bent when she removed the purple inner needle shield. The plunger was near the blue body of the pen. On (B)(6) 2021, while on teriparatide therapy, she was very discombobulated. Information regarding corrective treatment, outcome of events and status of teriparatide therapy was not provided. The patient was the operator of the device and her training status was not provided. The general device model duration of use and suspect device duration were not provided. The suspect device was continued and its return was not expected. The initial reporting consumer did not provide the relatedness assessment of the events with teriparatide drug and device while assessed the event missed dose as related to device issue.